Event description:
The customer reported no image on monitor. No pt injury.

Manufacturer narrative:
This correction is as follows: this MDR was originally submitted under the number 9617766-2007-00290. That number had already been submitted for model stenoscope, serial # (B)(4), submitted on (B)(4) 2007. We are submitting this report to replace the duplicate report number for this device.